Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic oophorocystectomy. According to the reporter: when the device was inserted into the pt cavity, the shield part was broken. The broken part was retrieved from the pt cavity. Another device was used to complete the procedure. No bleeding occurred. No tissue damage occurred. Operative time was not extended more than 30 minutes. The pt is under observation.